Manufacturer narrative:
Field assessments determined that the implanted lead had migrated away from the desired location, causing a lack of pain relief for the patient. There are no reports of excessive activity or trauma that may have contributed to the component movement. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. The implantable pulse generator (ipg) was placed in the lateral thigh area with the leads targeting the sciatic nerve to treat foot pain. In (B)(6) 2024 the patient requested assistance in locating a different physician to perform a revision as they were not getting adequate pain relief from the system. A surgical revision was performed on (B)(6) 2024 to correct lead migration. During the procedure the entire system was removed and a new one placed at the appropriate position to target the desired nerve location.